Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 24mm synergy xd drug-eluting stent was selected for use. However, during introduction through the guide, the midshaft was fractured. The detached portion was successfully removed. The procedure was completed with another of same device. There were no patient complications nor injuries reported.